Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached around 350mg/dl while wearing the pod on her leg for longer than 48 hours. She upped the basal rates and lowered the insulin-to-carbohydrate ratios. Treatment included delivering suggested boluses and changing the pod. The mother stated that the cannula appeared completely bent, as close as you can get to the plastic and in an l shape that looked like a bent straw, when the device was removed. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage could not be determined.